Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the patient reported that he is able to inflate the implant but feels that the implant does not expand fully. The physician told him via text message that the implant is maxed out, but the patient is not sure what that means. Patient to have a discussion with his physician to ensure that he understands the implant procedure and expectations.

Manufacturer narrative:
B3: estimated date. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow-up report will be submitted. Correction g2: report source. H6: type of investigation code b17 removed.

Event description:
According to additional information, the implant is not fully cycling. The patient believes there is not enough fluid in reservoir to fully fill up pump [inflation issue].